Manufacturer narrative:
E1: initial reporter phone no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked at the middle port. The event occurred during tpn infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: this event occurred sometime in june 2024 h4: the lot was manufactured between november 28, 2023 ¿ november 30, 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed, and a top weld defect was observed on the 2 devices. The top seal has come apart and opened causing a leak. Functional testing was performed, and leakage found from the top weld seal defects were observed on the 2 devices. The reported condition was verified. The cause of the condition could not be determined; however, the likely cause was due to variations of the top weld process during manufacturing causing an incorrect weld seam in the 2 returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.